Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with phrenic nerve stimulation. It was noted that the left ventricular lead had elevated thresholds. A chest x-ray was performed, and it was noted that the lead had pulled back. No resolution was reported, and the patient was stable.

Event description:
New information received on 16 dec 2019, indicates that the lead was explanted and replaced. The patient was stable before, during, and after the implant.